Manufacturer narrative:
An event of small hole in the mesh of the central disc was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer vascular plug ii was chosen for a percutaneous closure procedure of the arterial duct. During procedure, a small hole in the mesh of the central disc was noted.

Manufacturer narrative:
An event of small hole in the mesh of the central disc was reported. The device was returned to abbott for analysis. The reported event of a hole in device was confirmed; the forming hole is a result of the manufacturing process. The investigation confirmed the device met specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event is consistent with a forming hole which is considered to be a normal and acceptable characteristic of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.